Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1( brand name); d4(serial); e4. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 85-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support post-high-risk percutaneous coronary intervention (pci). During the procedure, after the peel-away sheath was removed and peeled away, the repo sheath was inserted. The repo sheath was properly placed with angle matching. After insertion, a large hematoma was present requiring a blood transfusion of one unit packed red blood cells (prbc). The impella cp was removed and a 16 french (non-abiomed) sheath was inserted. The impella cp was then reinserted through the sheath. The hematoma was no longer present. An angiogram showed distal flow and distal pulses were present. Cangrelor and heparin were given during the pci. The activated clotting time (act) was 361 at the time of the hematoma. Two days later, the impella was successfully weaned, and the post-procedure outcome is survived at explant. The device functioned at p-5 at 2.7l/min with no issues. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.